Event description:
The customer contact reported that the tubing set caused the pump to alarm with a "set failure". The tubing set was being used to deliver an unspecified volume of parenteral nutrition, at an unspecified rate, via a symbiq pump. It was reported that greater than 10 hours after the delivery was started, the pump alarmed "set failure". The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.